Event description:
Client injected with rediesse by plastic surgery, sustained vascular occlusion and/or nerve damage as a result of facial injection. Result was severe facial deformity and necrosis, will require numerous corrective surgeries, and, according to a medical report, her face "will never return to pre-injection status."